Event description:
End-user reports that she used a hot and cold "paq". As she followed the directions and placed the "paq" into the microwave when the microwave alerted her that the paq was ready, she opened the microwave door and the "paq" burst spraying clay all over her face that resulted in burns. End-user reports that she was able to treat her burns at home. Exact item number is unknown, but all thermipaq instructions state the following: important: do not exceed heating times. Overheating will damage the pad and void the warranty. While in the microwave, if the pad begins to unfold or if any swelling of the pad is observed, then immediately turn off the microwave. Wait for the swelling to go down before opening the microwave door. The wattage of the microwave depends on the heating time. It is unknown the wattage of end-user's microwave or how long this device was heated.